Event description:
It was reported on (B)(6) 2026 a 10mm amplatzer septal occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system. During the procedure the occluder took on a cobra shape. The occluder was removed from the patient and replaced with new 10mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no kinks or angulations noted on the delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 10mm amplatzer septal occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system. During the procedure the occluder took on a cobra shape. The occluder was removed from the patient and replaced with new 10mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no kinks or angulations noted on the delivery system. There were no adverse effects to the patient. The patient status was stable.